Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, describing persistent readings in the 40s despite following carbohydrate treatment guidance and noting that automated insulin delivery attempted doses higher than the user¿s typical total daily insulin on injections; the user also reported a subsequent pump crash and transitioned to injections. Symptoms included hypoglycemia. Outcomes included user-reported functional impairment with therapy and discontinuation of the device. Investigation included user education and troubleshooting. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.